Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the pump had become disconnected from the customer. It was indicated that the customer was treated with an insulin drip. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.